Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2020. Reportedly, there were no complications during placement. According to the complainant, post procedure imaging showed the spaceoar mostly in the rectal wall. The patient's condition after the procedure was reported to be stable. The patient is currently reported to have constipation, and a sensation of something in the lower rectum. The patient had two episodes of minor perirectal bleeding occur on (B)(6) 2020. Reportedly, the patient is currently on dabigatran which, per medical safety review, may have caused or contributed to the perirectal bleeding. As of (B)(6) 2020 it was reported that the patient is not currently undergoing radiation treatment and will have a follow up magnetic resonance imaging (MRI) procedure performed in twelve weeks. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.